Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, a stylet could not be removed from the lead's body. The stylet was left within the lead and the lead was successfully implanted.